Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08306. It was reported that when the patient presented via remote transmission, loss of ventricular capture was noted on the right ventricular (rv) lead during high ventricular rate (hvr) episodes. After loss of capture, a backup pulse was delivered which was pacing in the refractory period of the intrinsic r wave. As no further additional episodes of loss of capture were noted, no changes were made. The patient did not experience any adverse consequences and will continue to be monitored.